Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that they close to 72 hour mark of therapy in an arctic sun device but there was water or fluid under the patient pads. They did not believe it was urine. They wanted to know if they should change out now and would changing pads cause the patient temperature (pt) to drop. Advised if pads were soiled, they should change out the pads and it did not take long. Walked through process and explained they could pick back up right where they left off. Call back if any additional assistance was needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective / contaminated components from supplier." The lot number is unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they close to 72 hour mark of therapy in an arctic sun device but there was water or fluid under the patient pads. They did not believe it was urine. They wanted to know if they should change out now and would changing pads cause the patient temperature (pt) to drop. Advised if pads were soiled, they should change out the pads and it did not take long. Walked through process and explained they could pick back up right where they left off. Call back if any additional assistance was needed.